Event description:
During a ptca/stenting procedure in an rca lesion, the shaft of the quantum maverick otw catheter broke. The physician had successfully deployed a stent in the rca. The quantum maverick otw catheter was being used for post dilation. During advancement, the catheter became hung up on the stent. The catheter shaft broke when the physician attempted removal. The procedure was completed with another device. No pt injuries or complication were reported. Pt status is listed as "okay".